Event description:
It was reported that the patient underwent spinal surgery. During surgery the shaft of the tap broke while tapping the patient's pelvis. The "business" end of the tap remained in the patient. The broken piece was easily removed with a vice grip. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): the tap was returned for evaluation. The hardness of the material was analyzed and found to be within specification. Visual examination confirmed the tap broke at approximately the 70mm mark. Microscopic examination of the fracture surfaces revealed a fairly brittle fracture with no indication of fatigue or torsional overload. The location and nature of the fracture suggest bend stress overload. A review of the device history records did not identify any applicable nonconformance to specification.